Manufacturer narrative:
This is two of two manufacturers being submitted for this case. 2015691-2025-07872. The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 26 mm sapien 3 ultra transcatheter heart valve in the aortic position via transfemoral approach, significant resistance was encountered while performing gross alignment in a straight segment of the aorta. The operator eventually succeeded, although there was considerable difficulty. At the annulus level, when the syringe was opened to inflate the valve, a substantial amount of blood was observed in the syringe and a "balloon burst" (tear) occurred. The team decided to retrieve the system with the valve crimped, keeping the delivery system intact, and proceeded to prepare a new 26mm sapien 3 ultra. No patient injury occurred and the procedure concluded with a good outcome for the patient. Per pre-decontamination, the commander delivery system balloon was torn at the ic bond and the valve had a bent strut.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation was performed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned devices were visually examined, and the following was observed: crimped valve with one (1) bent strut outwards at the outflow side. No imagery was received. The IFU for commander with sapien 3 ultra valve and esheath+ were reviewed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for frame damage was confirmed based on evaluation of the returned device. A review of the'DHR and'lot'history'did not provide any'indication'that'a manufacturing'non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The bent struts could be caused by the severe diving between the valve and flex tip due to the valve alignment difficulty. As gouges were noted on flex tip, and two (2) compression marks were observed on the flex shaft of the returned delivery system (ds), this observation is further indicative of high valve alignment forces being encountered at the outflow-flex tip interface, resulting in the observed deformed/bent struts at the outflow side. As such, available information suggests that procedural factors (high alignment forces/device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.